Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box fr was defective. This occurred on 10 occasions before use. The following information was provided by the initial reporter: the customer received a box with 10 defective needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box fr was defective. This occurred on 10 occasions before use. The following information was provided by the initial reporter: the customer received a box with 10 defective needles.